Manufacturer narrative:
The reported events were failure to capture and dislodgement. A complete lead was returned in one piece for analysis. The reported event of failure to capture was not confirmed. Visual inspection and x-ray examination of the lead found no anomalies on the lead. Electrical testing did not find any indication of conductor fractures or internal shorts. The double bend height was measured within specifications.

Event description:
It was reported that the patient presented in the emergency room. Upon interrogation, the left ventricular (lv) lead exhibited loss of capture. X-ray was performed and revealed a dislodgement of the lv lead. The lead was explanted and replaced on (B)(6) 2025. The patient was in stable condition.